Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the complainant, the infusion pump was pumping slower than the programmed infusion rate. As a result, the medication did not complete infusing to the patient within the intended amount of time. No patient complications were reported as a result of the event.